Event description:
It was reported that a dissection occurred. A 7fr 100cm guide catheter and 200cm v18 guidewire were used to access the lesion in the stenosed left renal artery. Pre-dilation was performed. A 5.0mmx15mmx150cm express sd renal/biliary and 6.0mmx18mmx150cm express sd renal/biliary were selected for use but failed to cross the stenosis after multiple attempts to be placed at the target site due to the angled renal artery. A dissection occurred at the entry of the left renal artery. Angioplasty was performed to assure normal blood flow. The patient was placed under observation and rescheduled for another renal artery stenting procedure. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was tightly folded with the stent tightly crimped over the balloon. There was blood in the wire and inflation lumens (shafts). The tip, stent, balloon, proximal weld and shaft were microscopically and visually inspected. Inspection revealed a complete separation in the outer shaft and hypotube that was located 17.3 cm from the strain relief, stent damage (stent strut lifted) located 12 mm from the tip of the device and witness marks where the stent shifted distally 2 mm on the balloon. Inspection of the remainder of the device found no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. It is considered most likely that the shaft kink is attributed to procedural factors.

Event description:
It was reported that a dissection occurred. A 7fr 100cm guide catheter and 200cm v18 guidewire were used to access the lesion in the stenosed left renal artery. Pre-dilation was performed. A 5.0mmx15mmx150cm express sd renal/biliary and 6.0mmx18mmx150cm express sd renal/biliary were selected for use but failed to cross the stenosis after multiple attempts to be placed at the target site due to the angled renal artery. A dissection occurred at the entry of the left renal artery. Angioplasty was performed to assure normal blood flow. The patient was placed under observation and rescheduled for another renal artery stenting procedure. The patient was stable.